Manufacturer narrative:
Pump hw22475 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple low flow alarms starting january 24, 2016. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported event can be attributed to multiple factors including but not limited to kink in the outflow graft, thrombus formation, or incorrect placement of the pump during implant. Of note, per the event details the low flows were an ongoing issue that appear to be related to lvad position during implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient presented to emergency department on (B)(6) 2016 with complain multiple low flow alarms. It was stated that this is an ongoing issue that appears to be related to lvad position during implant. It was stated that there were no clear resolution to the issue. It was further stated that the patient is on the heart transplant list as status 1a. No additional information available.